Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low blood glucose. The customer's blood glucose at the time of incident was 51 mg/dl and treated low blood glucose with the glass of juice. The customer's blood glucose was 137 mg/dl and treated it with bolus. The insulin pump will not be returned for analysis.